Manufacturer narrative:
Retainer ring=black. On 11/03/2021 customer called in with the following concern: as per customer, already got the battery cap replaced and still getting battery issues battery failed alarm. P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. After multiple new batteries and battery caps insulin pump remained on blank display. Insulin pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. During visual inspection a deep cracked was noticed on case behind the insulin pump at the battery compartment causing the battery tube to become loose and test battery cap not making contact to the battery tube. Proceed it by cutting insulin pump open and battery tube assembly was push back in the right position to be able to make contact with battery cap metal contact. Insulin pump powered up properly, download was successful on (thus software) and insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected failed battery test alarm, low battery alarms or unexpected battery power loss noted during testing. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. No relevant alarms noted during download history review. Unloaded voltage (ul vlith) and loaded voltage (loaded vlith) voltage they were within specification. Insulin pump received with cracked case(battery tube), cracked battery tube threads, faded serial number label, missing display window cover and cracked keypad at select button. In conclusion, after battery tube assembly was push back in the right position to be able to make contact with battery cap metal contact. Insulin pump powered up properly, download was successful on (thus software) and unit passed sleep current measurement, active current measurement, self test and displacement test. No unexpected failed battery test alarm noted during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had failed battery alarm. Customer performed troubleshooting but failed battery alarm reoccurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.